Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a deflation on an unknown side. Device remains implanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one linear opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one opening crease smooth and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening and partial delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported right side. Device has been explanted.